Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pen needle failed to deliver insulin during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "she received a call from a pregnant patient with the following problem: a large part of the pen needles from this package were not permeable. She was not able to tell me the exact number of defective needles. The patient was able to inject her insulin with another needle from the package."